Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) instrument to perform failure analysis. Initial testing confirmed that the instrument passed recognition and engagement. The instrument was further tested and failed electrical continuity. Inspection found a broken conductor wire near the yaw pulley area. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the permanent cautery hook (pch) instrument failed to work. The procedure was completed with no reported injury.